Manufacturer narrative:
B1- corrected to "product problem (malfunction)." H1- corrected to "malfunction." Claim# (B)(4).

Manufacturer narrative:
Age or date of birth: unk, weight: unk, ethnicity: unk, race: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens, -10.50 diopter, into the patients right eye (od) 2 times, during the same surgery due to the lens would not unfold. There was some iris prolapse during the procedure. After the second try, the surgeon replaced the lens with another same model/length lens and the problem was resolved. Post-op, the vault is normal and some corneal edema. Continue vigamox/acular/pf qid ou. The lens was discarded.